Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® 9nc 0.5ml 0.105m buffered trisodium citrate blood collection tube has been found experiencing 20 occurrences of underfill during use. The following has been provided by the initial reporter: the tube does not fill completely. It is impossible to fill the tube correctly, there is not enough blood on the tube, the draw stop before arriving to the line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.5ml 0.105m buffered trisodium citrate blood collection tube has been found experiencing 20 occurrences of underfill during use. The following has been provided by the initial reporter: the tube does not fill completely. It is impossible to fill the tube correctly, there is not enough blood on the tube, the draw stop before arriving to the line.